Event description:
It was reported that cgm displayed error message while customer used sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset, did not experience repeated error after reset, and successfully started new sensor session; no additional information was received regarding any further outcome.